Event description:
Covidien received info stating that an ht70 ventilator experienced an oxygen sensor alarm. There was no pt involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replace the oxygen sensor to resolve the issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to MFR specs. (B)(4).